Manufacturer narrative:
The sales rep informed the device was not released by the hospital. An event regarding revision due to loosening involving an unknown tibia was reported. The event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient had been complaining of pain. Revised triathlon ts due to tibial/femoral loosening. Patella stayed in patient.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left femur. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that patient had been complaining of pain. Revised triathlon ts due to tibial/femoral loosening. Patella stayed in patient.